Event description:
It was reported that: the user was unable to properly ventilate the pt, due to the lever being between the auto/bag position. An alternate ventilation device was used. No pt injury reported. The user could not identify the specific machine involved. However the user noted that the valves were difficult to move on their other two machines.